Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2011 and meshes were implanted into the patient. It is reported that the patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with lavh-rso, left ovarian transposition, uterosacral colposuspension, and peritonectomy including omentectomy, liver biopsy, due to pop, sui, chronic pain and chronic dysmenorrhea. It was reported that following insertion the patient experienced infection, urinary problems, dyspareunia and vaginal scarring. It was reported that patient underwent explant on (B)(6) 2011 due to erosion and chronic dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted concurrently with lavh-rso, left ovarian transposition, uterosacral colposuspension, and peritonectomy including omentectomy, liver biopsy, due to pop, sui, chronic pain and chronic dysmenorrhea. It was reported that following insertion the patient experienced infection, urinary problems, dyspareunia and vaginal scarring. It was reported that patient underwent explant on (B)(6) 2011 due to erosion and chronic dyspareunia. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2011 and a mesh was implanted. It was reported that on (B)(6) 2011 a repliform, capio, and three seprafim were implanted. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 1/31/2019. Additional narrative: it was reported that the patient died on (B)(6) 2016. No additional information was provided.